Event description:
It was reported that during an unknown procedure the fast-fix 360 curved ndl delivery system did not deploy the second implant. The procedure was completed using a back up device.

Manufacturer narrative:
Initial reporter: international phone# (B)(6). One fast-fix 360 curved needle delivery systems were returned for evaluation. No suture or ts were returned. Visual assessment confirmed the insertion needle is bent and twisted. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the device was functionally tested for proper actuator advancement and cycling and was found not to function as intended due to the bent needle. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. This information was not provided in the reported event or available at the time of report submission. (B)(4).